Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the patient underwent direct stenting of the distal circumflex (cx) with a xience v stent. During the procedure, a "dissection flap" occurred, which was treated with a bailout xience v stent. The patient was discharged the following day. There is no additional information available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - dissection is a known adverse event as listed in the IFU and no fault risk assessment matrix (ram). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that direct stenting was performed, it should be noted that the IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, it cannot be determined whether the lack of pre-dilatation contributed to the reported patient effect.

Manufacturer narrative:
(B)(4). Myocardial infarction and thrombosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
Subsequent to the initial medwatch report, the following was received: one day post procedure, the patient was found to have elevated cardiac enzymes which were not treated and the patient was discharged. It was later learned that the patient experienced a non q-wave myocardial infarction peri-procedure due to thrombosis in the target vessel. There was no additional information provided.